Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Analysis was unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted during testing.

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer's father stated that the drive support cap was protruded. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.